Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional omnilink elite 35 stent referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified common femoral artery. Two omnilink elite 35 stents (9.0mmx39mm and 9.0mmx59mm) became detached from the balloon during the intervention. Only one remains in the distal profunda; however, the patient was not harmed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.code 4641 was removed. H1: type of reportable event changed from serious injury to malfunction.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified common femoral artery. Two omnilink elite 35 stents (9.0mmx39mm and 9.0mmx59mm) became detached from the balloon during the intervention. Only one remains in the distal profunda; however, the patient was not harmed. Subsequent to the initially filed MDR report, additional information was obtained by the account: there was no resistance met when advancing either device. The 9x39mm omnilink stent was first attempted and the 9x59mm omnilink was attempted second after the first one [9x39mm omnilink] failed. It was confirmed that the 9.0mmx39mm omnilink remains in the patient anatomy. It was confirmed that the 9x59mm omnilink stent dislodged (still remaining on the delivery system) was and was able to be simply removed via the sheath altogether. No additional information was provided.